Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced no audio out from the receiver and an adverse event on (B)(6) 2016. The patient had just taken a shower and had a missed low because the receiver did not beep. The patient's boyfriend checked on her after she didn't respond when he called her for breakfast. The patient was found unresponsive. The patient's boyfriend called to the patient's son, who came downstairs to assist and called 911. They tried for 30 minutes to raise her blood sugar prior to calling 911. It is unknown what treatment was administered. At the time of contact, the patient was fine. Additionally, the patient tested the audio function of the receiver and it did not beep. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5064461.

Event description:
Subsequent to the initial MDR, dexcom received a voluntary medwatch on 09/29/2016. Additional information was received regarding the patient's's adverse event. It was reported that due to their receiver not making an audible alarm, no one in the household knew that their blood sugar dropped below 40. The patient was alone for over 3 hours with a low blood sugar that resulted in a call to 911 and an ambulance trip to the local emergency room.